Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 500 mg/dl and treated with an insulin pen. Customer's mother indicated her daughter is at school and would call back when she gets home for further troubleshooting. Customer declined high blood glucose troubleshooting. No further details given.